Manufacturer narrative:
Other applicable components are: product ID 3998 lot# v023339 implanted: (B)(6) 2007 explanted: (B)(6) 2008 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implanted neurostimulator (ins) for lumbar radiculopathy. It was reported that the pain stimulation lead was having problems and caused pain. The patient decided to have the whole system removed because it didn¿t work well after a few months of use, and they felt so uncomfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.